Event description:
It was reported the patient's blood glucose level rose to over 300 mg/dl while wearing the pod between 4 and 24 hours. The patient reports the pods pink slide had failed to move forward at initial activation. In addition when removed from the infusion site (leg), the pod's cannula was found to be dislodged as well as bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Also we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The returned device was evaluated and the device was received deployed. Device data shows that the first priming sequence ended at 46 pulses and deactivation occurred at 813 pulses. No timeouts, drive stall, or increase in pulse widths were observed to indicate a fluid path occlusion. No kinks or bends were identified on the exposed portion of the soft cannula. The soft cannula measured the correct full length according to specification and did not appear damaged. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. The needle mechanism was reset and fired properly during the investigation. No damage or defects were found to indicate a needle mechanism failure occurred.